Manufacturer narrative:
Conclusions: based on the available field information, it is assumed that the device might have been inadvertently damaged during the initial surgery. DHR review did not reveal any abnormality, indicating that the device was released according to specifications. Also, the electrode array insertion was reportedly difficult, which might have contributed to the inadvertent breakage. The investigation results confirmed damage to the active electrode and appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
A device malfunction was present. Difficulties were encountered at implantation surgery on due to facial nerve anatomy and with insertion of the electrode. The recipient has been re-implanted. Per device explantation report, the recipient had no hearing impression with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance with the device has been affected.